Event description:
While surgeon was attempting to suture the cuff closed, the mega needle driver stopped opening on both sides. It only opened on one side. Pulled instrument out of the davinci machine and reset it hoping it would work on both sides, but it didn't. Manually it seemed to work ok when moving the discs on the back. However it didn't work right during the case. Another mega needle driver was obtained to finish the case.